Manufacturer narrative:
Additional information was received on 8/5/2019. When the devices were explanted, bilateral prosthesis replacement with 325cc mentor memorygel breast implants was performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a 250cc mentor memorygel breast implants and experienced left sided rupture and bilateral capsular contracture post procedure. The left sided capsular contracture was baker¿s grade IV and the right sided capsular contracture was baker¿s grade ii. The rupture and capsular contractures were confirmed by magnetic resonance imaging and diagnosed by a physician examination. As a result, the patient plans to have the devices explanted in (B)(6) 2019. The left sided issues had been reported previously under 1645337-2019-11579. On (B)(6) 2019 mentor received additional information indicating that right sided baker¿s grade ii capsular contracture was also present.

Manufacturer narrative:
On 6/5/2019 mentor became aware that it erroneously made an error with this statement 'as a result, the patient plans to have the devices explanted in (B)(6) 2019' made with the initial report submitted on this same date. The correct statement should be as follows: as a result, the patient plans to have the devices explanted in (B)(6) 2019. Manufacturer¿s reference number: (B)(4).